Event description:
It was reported that the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 5 and 24 hours on the hip/buttocks. Investigation of the pod found a tear in the expose portion of the cannula. The device was originally reported due to the pod failing to adhere and leaking during wear.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.